Manufacturer narrative:
A review of the device history records could not be performed as lot code information was not provided. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of an implant sheet that patient's right hip was revised due to infection. A biolox delta ceramic v40 head and an x3 poly liner were implanted.